Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was the internal image sensor was damaged by irregular load that was applied to the insertion section by user handling. The event can be detected/prevented by following the instructions for use which state: ¿·important information ¿ please read before use_ warnings and cautions : do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. : do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result. ·chapter 4 operation_ 4.2 insertion : do not allow the insertion section to be bent within a distance of 10 cm or less from the junction of the boot. Insertion section damage can occur. Bf-190 series reprocessing manual ·chapter 5 reprocessing the endoscope (and related reprocessing accessories)_ 5.1 summary of reprocessing the endoscope : to prevent damage, do not coil the insertion tube or the universal cord of the endoscope with a diameter less than 12 cm.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: exera ID chip no data, bending section cover adhesive lifting, switch is not working, insertion tube dent, and low angulation. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had air/water leakages, and failed the leak test during reprocessing. During inspection and evaluation, no image, after troubleshooting noise was found due to faulty charged coupled device (ccd). There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.